Event description:
It was observed that during the device evaluation, the bronchovideoscope experienced no image was displayed. There were no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, no image displayed was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.